Manufacturer narrative:
Failure analysis confirmed the insulin pump was alarmed button error followed by unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. There were traces of moisture noted at the electronic assemblies per visual inspection. The insulin pump was received with scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 161 mg/dl. The customer stated the insulin pump was exposed to moisture; hot water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.